Event description:
It was reported by service report that the brakes did not always work. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brakes not working due to track roller missing.